Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced a seroma and contamination around the implant side. Medical treatment (type and duration not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).